Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube defected a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has line on image caused by defected outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed multiple colors on the screen with a bunch of vertical lines. The malfunction occurred during inspection for use for an unspecified procedure. There were no reports of patient involvement.